Manufacturer narrative:
Investigation could not be completed, no conclusion can be drawn as no device was returned and no lot number was provided.

Event description:
Pt underwent a tfn procedure for a fractured right hip on (B)(6) 2012. On (B)(6) 2012, it was discovered the helical blade had migrated into the acetabulum. The pt was returned to the operating room on (B)(6) 2012. The surgeon removed the helical blade and the locking screw, drove the nail further into the bone and secured it with a new blade and screw. This report is #2 of 2 for the same event.